Manufacturer narrative:
(B)(6). The serial number for the medical device referred to in this medical device report has not been received. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that a patient in shock vital status was scheduled to receive a trp 35 cc device. Insertion was attempted via the femoral artery using an insertion kit; however, the 7.5 fr getinge sheath introducer could not be successfully inserted due to resistance, and the guidewire for the sheath became bent/broken in multiple locations. A new trp 35 cc set was then used, and the iabp procedure was successfully completed. No harm to the patient was reported. The faulty sheath and sheath guidewire were discarded due to a suspected infection.